Manufacturer narrative:
A getinge field service engineer inspected the unit and a representative connected the catheter and trainer, the unit was able to zero pressure and autofill without issue. A getinge fse pumped for 20 minutes without an issue. Issue could not be duplicated. Fse performed calibration, functional testing and safety checks. The unit also passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) is not calibrating or zeroing prior to use on a patient. ;there was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Updated fields - b4, e1(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields - d5, e2.

Event description:
N/a.